Event description:
Per the patient¿s wife, the patient fell the night prior to this report on his back and he was currently in the hospital. She was concerned about the pump. The pump was not beeping or alarming. The patient¿s pump managing physician was not on staff at the hospital where the patient was at. The device system was delivering dilaudid. Per the pump managing physician¿s office, they were unaware of any symptoms related to the patient¿s fall. The patient had a long history of unsteady gait and fell frequently. It was unknown if the fall impacted any of the patient¿s implanted devices.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).